Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2013: 1st inr = 7.0, 2nd inr = 1.8, mean = 4.4, sd = 3.68, %cv = 83.57. Inratio meter results failed the criteria for precision, generating a %cv greater than 20%. Accuracy comparison test was not performed because the customer did not provide a laboratory reference value. Accuracy of the inratio inr results could not be determined without a reference value. No further analysis of the customer's data was performed. In-house therapeutic donor testing was performed on returned strips lot number 308056 on (B)(4)2 013. Results as follows: donor (B)(4): inratio: 3.0, 2.8, 2.7, ref.: 2.77, bias-thresh: 1.77 - 3.77, %cv: 5.39. Donor (B)(4), inratio: 2.2, 2.0, 1.9, ref.: 2.19, bias-thresh.: 1.19 - 3.19, %cv: 7.51. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Customer did not provide a reference result. Unable to determine accuracy of inratio result. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4) discrepant result complaints were reported for lot number 308056 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action at this time as no product deficiency was established.

Event description:
Caller alleged discrepant precision results. Results as follows: (B)(6) 2013: inratio test 1 = 7.0, inratio test 2 = 1.8. Time between testing was reported as minutes. Patient's therapeutic range is 2.0 - 3.0.